Event description:
A hospital reported that the therapists had to change a tracheostomy pt from a mr850 respiratory humidifier to a mr730 respiratory humidifier because the pt had two mucus plugs in one week. The mucus plugs were removed by bronchoscopy. The therapists noticed that the chamber and circuit appeared dry. Before the pt was discharged the pt was placed on an mr850 with a plv ventilator.

Manufacturer narrative:
Conclusion: the mucous plugs can occur from drying of the pt's airway and can vary with the consistency of the pt secretions. The mr850 humidifier, as with all temperature controlled humidifiers, will humidify less when ambient temperature gets too high. On the other hand if gas flow is too high this will result in the heating capability of the humidifier to be exceeded and cause a low temperature alarm. As neither of these situations were said to be present, we cannot confirm external effects. The change to the mr730 humidifier in response to the circuit and chamber appearing dry was likely to be based on the mr730 being a manually temperature adjustable humidifier. The operator can thereby increase the humidity by increasing temperature. In comparison, the mr850 is a later model with 2 set point options for invasive and mask mode settings and designed to always deliver optimal humidity for that setting. The pt was not placed on the mr730 humidifier for very long before being discharged with another mr850 humidifier, preventing any conclusion to be drawn on whether the mr730 humidifier had an effect on the pt. No specific malfunction was reported on the mr850. Clinical studies have been done elsewhere on whether speaking valves can reduce humidity. A bench study measured lower humidity and concluded because some room air entrainment occurs if there is a poor fit of the tracheal collar over the speaking valve this may lower the delivered humidity. Humidification can reduce but not eliminate the potential for mucous plugs. Some airway management for secretion removal is always necessary with tracheostomy pts at intervals relevant to the particular pt condition. Our representative advised that the hospital had provided all the info they expected to have and that this was an isolated event.